Event description:
During a ptca/stenting procedure, the quantum maverick monorail balloon ruptured at unknown atms. The number of inflations is also unknown. The quantum maverick monorail balloon was being used for post dilatation of a cypher stent when it ruptured at unknown atms. The lesion being treated was in the 1st diagonal branch of the lad coronary artery. A terumo introducer sheath, a marker wire guide wire, a heartrail guide catheter, and a cypher stent were also used in the procedure. The procedure was successfully completed with another balloon. No patient injuries or complications were reported.